Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires were placed minimally invasive in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: there was no (direct or increased) risk to harm a critical structure (e.g. Blood vessels or nerves) due to the k-wire positions different than desired (since k-wires were fully in the pedicle). The undesired position of the k-wires was detected with x-ray verification before screw placement. The corresponding screw placements after position correction were as intended. The surgery was completed successfully as intended (with all screw positions correct as intended). There was no negative effect to the patient, neither due to the k-wire placements nor due to delay of surgery (of ca. 10min due to k-wire correction). There are no other remedial actions necessary, done or planned for this patient (other than k-wire correction at the same surgery) due to this issue. According to the results of the brainlab investigation and the information provided by the surgeon, it can be concluded that the root cause for the undesirable k-wire position is a combination of the following contributing factors: the main factor is the (non-brainlab) k-wire diameter of 1.6mm used in combination with the 2.6mm navigated calibrated brainlab drill guide. Only the drill guide is navigated, a k-wire diameter of 1mm thinner than the inner diameter of the drill guide (mismatch) can cause the k-wire to deviate from the navigated position/direction when exiting the guide. A slight movement of the navigation reference could have occurred due to the insufficient fixation with only one bone pin. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate to this customer to only use a combination of (non-brainlab) k-wire diameter with brainlab drill guide tube diameter (labelled) for navigation that match as required. To always use two bone pins in combination with the brainlab 2-pin bone fixator. The required corresponding rigid fixation of the navigation reference and how to avoid potentially undetected navigation reference movements.

Event description:
A minimally invasive surgery on the spine for a fusion of l4-l5 with 4 screws was performed with the aid of the virtual display by the brainlab navigation. During the procedure the surgeon: positioned the patient in prone position on the or table. Attached the navigation reference array to the left iliac crest, with the brainlab 2-pin bone fixator but using one bone pin only. Verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative 3d fluoro scan from a c-arm imported into and used by the navigation). The surgeon's position was on the right side of the patient. Placed the 4 k-wires (diameter 1.6mm) with a navigated calibrated brainlab drill guide (2.6mm inner diameter). Verified the placements of the k-wires using x-ray. Determined that 2 of the 4 k-wires were not placed ideally: the 2 k-wires l4 left and l5 left were fully in the pedicle, but surgeon wanted to adjust these more laterally. The other 2 k-wires (on right side l4 and l5) were placed as desired. After this verification, re-placed (adjusted position) of the affected 2 k-wire positions using only x-ray, without the use of navigation. Placed the pedicle screws following the k-wires. Completed this surgery successfully as intended. According to the surgeon: there was no (direct or increased) risk to harm a critical structure (e.g. Blood vessels or nerves) due to the k-wire positions different than desired (since k-wires were fully in the pedicle). The undesired position of the k-wires was detected with x-ray verification before screw placement. The corresponding screw placements after position correction were as intended. The surgery was completed successfully as intended (with all screw positions correct as intended). There was no negative effect to the patient, neither due to the k-wire placements nor due to delay of surgery (of ca. 10min due to k-wire correction). There are no other remedial actions necessary, done or planned for this patient (other than k-wire correction at the same surgery) due to this issue.